Event description:
It was reported to philips that the system alerted indicating a low load fluoroscopy flavor message, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing radiology which was aborted and planned for another day. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon functional testing, the fse found poor contact in the cable connecting the x-ray generator's control board (cube) to the x-ray tube cooling device (cooling unit), which had disrupted communication between the components leading to exposure errors. To resolve the issue, the fse improved the cable connection. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.